Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and recalibrated the boom. No parts were replaced. The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a nurse called to report error code 23002 following a collision while driving the patient side cart (psc). An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and identified the error as being associated with the boom. The tse then guided the nurse through a hard power cycle and emergency power-off on the psc, but this did not resolve the issue. The nurse reported being unable to adjust the cart height, make anatomic selections, or deploy for draping, and the only available action was to disable the boom, which the tse confirmed would not restore functionality. The boom remained in the stowed position, and the system could not be used, resulting in postponement of the procedure because the psc was required for that procedure type. The procedure was aborted with no patient involvement.